Event description:
One admiral xtreme pta balloon catheter was used to treat a lesion in the sfa of the left leg. A dissection was reported to have occurred during the procedure which was treated with stenting of the target lesion. Investigator indicated that the event was not related to the device, but probably related to the procedure. Patient recovered.

Event description:
It was confirmed that a complete se was used during the index procedure to treat the dissection.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).

Event description:
Additional information received reported that two (2) admiral xtreme pta balloon catheters were used to treat the left sfa during the index procedure.